Event description:
It was reported pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system was used to deliver a 30mm watchman delivery system. The closure device was deployed and released in the laa. Approximately five hours post procedure a pericardial effusion was observed. Pericardiocentesis was performed and 550ml of fluid was extracted. The patient was hemodynamically stable and doing well.

Event description:
It was reported pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system was used to deliver a 30mm watchman delivery system. The closure device was deployed and released in the laa. Approximately five hours post procedure a pericardial effusion was observed. Pericardiocentesis was performed and 550ml of fluid was extracted. The patient was hemodynamically stable and doing well. It was further reported there was no evidence of effusion at baseline, during procedure, or immediately after procedure. There were no peri-procedural issues.